Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation and since the device was not returned for evaluation. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the image did not appear on the autoclavable camera head. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow-up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.